Event description:
A report was received that the patient underwent an ipg debridement and irrigation due to the patient's pocket site had opened up and the ipg was visible. The physician feels it was related to chronic infection and the wound opened up because the patient discontinued his antibiotics. The physician placed the new pocket superior to the existing pocket and replaced the ipg due to physician's preference. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.